Event description:
It was reported that a revision surgery was performed due to a loose spectron stem size 2. The other components of the knee replacement were also removed. Initial surgery was done over 10 years ago.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical evaluation noted that no supporting patient information or medical records were provided for review and inclusion to this investigation; therefore a thorough medical investigation cannot be performed. The patient impact beyond the revision itself cannot be concluded. No further medical assessment is warranted at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.